Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump unable to exit the preparing to prime loop. The customer¿s blood glucose was unknown. The customer stated that hey did not received second series of beeps nor did number's appear on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit display properly and no black dot anomaly noted. Unit passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.